Manufacturer narrative:
The associated genesis ii spc ream through trial was returned and evaluated. Visual examination showed a fracture and deformation of the fixation rails in the ream through slot of the femoral trial. The broken piece is returned with the complaint. The fracture and deformation is likely due to the load applied to the trial during the impaction of the trial onto the femur. If the loads applied exceed the strength of the material, a fracture may occur. The device was manufactured in 2009 and it shows significant signs of wear/usage. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including a review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during surgery the piece broke off near gap in the middle. No broken piece was left in the patient or fell in the patient. No harm to the patient was recorded. A backup device was available and no delay was reported.